Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported experiencing drain issues during his pd treatment on (B)(6) 2018 and was unable to complete his treatment. Per patient contact the patient went to see his pd clinic registered nurse (rn), who sent him to the emergency room because of low blood pressure and dehydration. Additional follow-up revealed the patient fell in the parking lot and cut the back of his head for which he was hospitalized. The pdrn also stated the patient uses a cane/walker so had a unsteady gait which might have contributed to the fall as well. After thorough examination, it was reported that there was no head injury, therefore no medical intervention was required for the fall. The causality was reported as dehydration which led to decrease in blood pressure. As per pdrn, low blood pressure was a pre-existing condition for the patient. Medical records were requested.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018. It was reported the peritoneal dialysis (pd) patient's clinic registered nurse (rn) pdrn sent the patient to the emergency room (ER) for hypotension, dehydration and an unspecified issue with his pd catheter (not a fresenius product). Follow up with the clinic that same day documented that the patient was hospitalized for pneumonia and hypotension (a pre-existing condition). No other information was given at the time. Additional follow up with the pdrn revealed that the patient had come to the pd clinic on (B)(6) 2018 and fell in the parking lot and cut the back of his head. He was then hospitalized where a thorough exam confirmed there was no head injury to the patient and no medical intervention was needed resulting from the fall. The diagnosis for the fall was that the patient was dehydrated which led to hypotension. There was no event of pneumonia for this patient as previously reported. The patient also used a cane/walker for an unsteady gait which could have contributed to the fall.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 it was reported the peritoneal dialysis (pd) patient's clinic registered nurse (rn) pdrn sent the patient to the emergency room (ER) for hypotension, dehydration and an unspecified issue with his pd catheter (not a fresenius product). Follow up with the clinic that same day documented that the patient was hospitalized for pneumonia and hypotension (a pre-existing condition). No other information was given at the time. Additional follow up with the pdrn revealed that the patient had come to the pd clinic on (B)(6) 2018 and fell in the parking lot and cut the back of his head. He was then hospitalized where a thorough exam confirmed there was no head injury to the patient and no medical intervention was needed resulting from the fall. The diagnosis for the fall was that the patient was dehydrated which led to hypotension. There was no event of pneumonia for this patient as previously reported. The patient also used a cane/walker for an unsteady gait which could have contributed to the fall.

Manufacturer narrative:
Conclusion: there is no documentation to show a causal relationship between the event of hypotension and dehydration with subsequent fall and hospitalization. Additionally, there is no reported allegation of a malfunction against the liberty cycler for this event. Per the pdrn the patient¿s hypotension is pre-existing and he is also unsteady which both could have contributed to the fall. It is unknown if the patient has other comorbidities or concomitant medication that could have contributed to the event. Hypotension is a known common complication of pd patients. A supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
A nephrology consult determined that the patient¿s pd catheter (not a fresenius product) was displaced and required repositioning. Due to the displacement, the patient was not receiving adequate pd therapy which was effecting the hypotensive situation. The patient was transitioned to hemodialysis (hd) as a result (unknown date) but then it was thought the fistula was occluded. A request was made for ligation of the fistula. The patient underwent ligation of the arteriovenous (av) fistula and right radial artery with no complications noted. The patient was stable and blood pressure was improved (unknown values). Appropriate medication changes were made to manage the hypokalemia and hyponatremia that the patient developed during hospitalization. The patient¿s heart failure was compensated. The patient returned to pd therapy once he was stable. On (B)(6) 2018, the patient was discharged to a rehabilitation facility and remained until discharge to home with home health care on (B)(6) 2018. The patient continued pd therapy during rehabilitation with no issues. Conclusion: there is no documentation in the complaint file to show a causal relationship between the patient hypotension, dehydration, fall and subsequent hospitalization and the liberty cycler. Additionally, there is no reported malfunction associated with this event. There is a temporal relationship between pd therapy and the patient symptoms, however, a displaced pd catheter (not a fresenius product) was the cause of the initial drain complications and inadequate pd therapy. The patient¿s many comorbidities contributed to the decline in the patient¿s condition during hospitalization. The patient condition improved while transitioned to hd therapy after the ligation of the av fistula and radial artery. The patient has since returned to pd therapy on the cycler with no additional reported issues.

Event description:
Information in the complaint file and received medical records reviewed by a post market surveillance clinician. On (B)(6) 2018 during routine follow up for a drain complication the contact for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the patient went to the peritoneal dialysis (pd) clinic to see the pd registered nurse (rn) on (B)(6) 2018. Tthe pdrn sent the patient to the emergency room (ER) for hypotension, dehydration and an unspecified issue with his pd catheter (not a fresenius product). Follow up with the clinic that same day documented that the patient was hospitalized for pneumonia and hypotension (a pre-existing condition). Additional information obtained through the pdrn and the medical records received documented the patient arrived at the ER via emergency medical services (ems) after becoming dizzy and falling when attempting to exit his vehicle. The patient reported hitting his head during the fall and was treated for a head laceration (unspecified). The patient was found to be hypotensive with an initial blood pressure (bp) 53/35 and subsequent reading 80/50. Per the patient spouse, the patient ran hypotensive and took midodrine 20mg 3 times a day (last dose 8am). The patient had a cardiac pacemaker. The patient¿s spouse also reported increasing sleeping. The patient is on 3l of oxygen on the baseline. The patient reported over the last week he had decreasing appetite, loose stools, and was very nauseous with his condition continuing to decline and becoming more lethargic and sleeping more than usual. Per the physician, the patient appeared very drowsy. The patient had a significant history of hypotension and was inconsistent with taking the midodrine for the past week. It was also noted that the patient was having jerking movement and tremors which was new. The patient was admitted to the intensive care unit (ICU) for further management and treatment of the hypotension, dehydration and lethargy, with heart failure, and acute respiratory failure with hypoxia. Additionally, the patient was diagnosed with cardiogenic shock. The patient was administered intravenous (IV) bolus of 1l with midodrine, put on IV zofran (dose, strength and duration unknown) and IV broad-spectrum antibiotic (type, dose, strength and duration unknown). A head computed tomography (CT) scan was unremarkable and labs showed the following values: hemoglobin (hgb) 8.9; pt 22.1; aptt 48.5; bun 61; creatinine 9.2; glucose 83; protime 22.1; inr 1.9; troponin 0.3. The patient was also found to be in atrial fibrillation (a fib) and control premature ventricular contraction (pvc) and was administered cordarone drip protocol (dose, strength and duration unknown) along with a beta blocker (dose, strength and duration unknown). The electrocardiogram (EKG) did not show any st elevation, however, it did show a fib, ventricular bigeminy and a prolonged qt. The patient¿s troponin t was elevated 0.3 and cause was suspected to be related to the patient¿s dehydration. The patient was monitored closely for potassium levels. The patient was to continue pd therapy during hospitalization. The hypotension was not improving and the patient was administered a levophed IV drip (dose, strength and duration unknown). The patient had a chest x-ray and was found to have bilateral pneumonia. Treatment was administered with ancef 1g (duration unknown) IV piggy back (pb) as well as vancomycin (dose, strength and duration unknown). During the hospitalization the patient showed signs of altered mental status and neurology was consulted. The cause of the altered mental status was attributed to the patient being septic (blood cultures unknown) and dehydrated. It was also determined that the patient had bilateral pneumonia. The patient continued to be treated with antibiotic, medications and appropriate fluid resuscitation throughout the hospitalization but continued to be hypotensive.